Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited gray bar status prior to use and was tested several times with the same result. The device was not used. There was no patient involvement.